Manufacturer narrative:
The pump was received with motion sensor test failure alarms during the rewind due to an out of phase motor encoder signal. Unable to verify the motor error alarm due to the motion sensor alarm. The pump had a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. Blood glucose value was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.